Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the pump sement of primary tubing during chemo infuion with cytarabine. There is no report of patient harm and event product was not saved for investigation.